Manufacturer narrative:
B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection fortum (1g, once daily, intraperitoneally duration not reported) and injection reflin (1g, once daily, intraperitoneally duration not reported) for peritonitis. The action taken with dianeal therapy was not reported. The outcome of the event was not reported. This is report 2 of 3.